Event description:
Pt's spouse reported 6 defective pieces are defective in connectors. Exact nature of the defect was not reported. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. Unknown if the md is aware at this time. No additional dates, info, or details were reported. Reported to (B)(6) by pt/caregiver. Referencing reports mw5167923, mw5167924, mw5167926, mw5167927, mw5167928.